Event description:
It was reported that, during an unknown procedure, the wand failed. As there was not any back-up device available, it is unknown how the procedure was completed. Neither surgical delay nor patient injuries have been stated.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible controller and wand; which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to wand issue include: there may have been an issue with another device used as part of the system, there may have been a loose cable connection between the returned device and the used controller which could cause non-functionality of the device. There were no indications to suggest the device did not meet product specifications upon release into distribution.